Event description:
It was further reported that the lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: (B)(4) ICD, implanted: (B)(6) 2012; (B)(4) lead implanted: 2005-09-12. (B)(4).

Event description:
It was reported that during a follow-up appointment, capture management showed an increase in thresholds on the right atrial (ra) lead, and there was also low pacing impedance. A warning had triggered two months ago. The patient had small p wave sensing and the programming was adjusted so undersensing was not occurring. The lead is still in use. No patient complications have been reported as a result of this event.